Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient with possible loose epithelium versus slow healing three weeks post photo refractive keratectomy (prk) in the left eye. The patient was instructed to continue sodium chloride hypertonicity ophthalmic ointment. The patient noted the left eye is still blurry and not as clear as desired.

Manufacturer narrative:
The system history shows that the laser was verified successfully prior to and after the day of treatment. Log file for the date of treatment showed that no abnormalities or deviations can be identified. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. (B)(4).